Event description:
It was reported that the nurse stated they were trying to start therapy on a patient. When they turned the arctic sun device on, it was giving a message that says, disk read error. Nurse provided s/n (B)(6). Had nurse reboot device. After a few minutes, device gave another hard drive error message. Informed nurse to send this device to biomed and swap to a new device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to start therapy on a patient. When they turned the arctic sun device on, it was giving a message that says, disk read error. Nurse provided (B)(6). Had nurse reboot device. After a few minutes, device gave another hard drive error message. Informed nurse to send this device to biomed and swap to a new device.